Event description:
The facility's compounding pharmacist reported to baxter (B)(4) an all-in-one empty container with a connector that had a torn hole. This condition was observed before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition is due to a machine used in the manufacturing process. The machine removes the remainder of the sheeting when the bag is manufactured and places it in a scrap bin. Problems with the timing belt on this station could have caused the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. A visual inspection was performed revealing a slice in the bag hanger, confirming the reported condition. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.